Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported that the device was "very close to elective replacement indicator (eri)" a few months ago, and now no telemetry could be established. The device was explanted and replaced. There were no patient complications reported as a result of this event.